Event description:
A consumer reported blurry distance vision immediately after having the intraocular lens (iol) implanted in the left eye. However, her near vision improved. She expected the distance vision to be improved and she is now having trouble seeing beyond the distance of one foot. She cannot watch television and she is concerned that she will have to wear glasses to improve her distance vision. She discussed this with her surgeon on her first postoperative day visit and he informed her that she had some swelling and recommended that she wait about three weeks before evaluating the outcome. The reporter did not provide any contact info, therefore, f/u was not able to be conducted. She declined to provide further info.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter did not provide any contact info, therefore, f/u was not able to be conducted. (B)(4).